Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "inner gasket fell". The sleeve was received with the inner gasket dislodged from its origianl position. The inner gasket was received in a separate sealed pouch, complete. No conclusion could be reached as to how the inner gasket had become dislodged form its original position.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the inner gasket fell into the pt. The gasket was retrieved. There was no pt consequence.